Manufacturer narrative:
Sjm could not evaluate the amplatzer muscular vsd occluder involved in this incident since the device remains implanted. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. (B)(4).

Event description:
A 6mm and 10mm amplatzer muscular vsd occluder were uneventfully implanted off-label to occlude a large mitral paravalvular leak in a mechanical mitral valve, via a trans-septal puncture. Later in the day the patient experienced a large stroke in recovery where she reportedly had severe right sided hemiparesis and was aphasic. Further assessments during the day demonstrated her condition was improving with movement and power returning to her leg, with improving speech. The patient had a previous history of tia. Her warfarin and heparin had been stopped prior to the procedure. Her act was closely monitored during the procedure with heparin administered accordingly. A CT scan was performed but the results are unknown. Please reference MDR# 2135147-2014-00095 for the 10mm muscular vsd occluder.